Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned with a type ib endoleak where ovation ix iliac limbs were placed in order to resolve the type ib endoleak (B)(4). The patient returned again where physician observed a type iiia endoleak between the bifurcated graft and the ovation limb. Another re-intervention was performed where an afx2 bifurcated stent graft was placed between the afx main body and the ovation limb, successfully resolving the endoleak. The patient is reported as doing well and was discharged home the following day. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be user related due to the suboptimal placement of the ovation limb (within the distal aortic body). It was unclear if there was stent migration before march 2017 or if this was the original position of the graft. The final patient disposition could not be ascertained due to the lack of medical records surrounding the event, however, there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: removed: 3323.